Event description:
Approximately one week post vad implantation, it was reported that the patient had experienced "electrical fault" alarms. Log files confirmed the faults and were suggestive of a driveline connector contamination. A heartware field engineer performed a cleaning procedure and controller exchange. Following the first cleaning there was an unexpected pump stop that resolved by disconnecting and reconnecting the driveline. There patient tolerated the procedure and pump off time without injury. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced multiple electrical fault alarms. Upon evaluation by the manufacturer's representative, a cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller (B)(4) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller failed visual inspection as a result of contamination within the driveline connector but passed functional testing after cleaning. The root cause for the reported "electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)- expiration date. 06/30/2015; (B)(4).

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been returned ((B)(4) 2014) to the manufacturer for evaluation.